Event description:
Device 2 of 2. Reference MFR report:1627487-2017-00555. This patient has two leads from the same lot. Follow up revealed the patient underwent surgical intervention to have their ipg replaced. Patient's therapy has been restored post op.

Event description:
Device 2 of 2. Reference MFR report:1627487-2017-00555. Follow up revealed that the patient's ipg was not explanted on (B)(6) 2017. The patient underwent surgical intervention on (B)(6) 2017 to have their ipg replaced. This issue has been resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2: reference MFR report:1627487-2017-00555. This patient has two leads from the same lot. It was reported that the patient fell on (B)(6) 2015. As a result, the patient is no longer able to communicate with their ipg using their charger or programmer. X-rays were taken and revealed no anomalies. Follow-up revealed the patient also lost stimulation following the fall. Surgical intervention may be pending to address this issue.